Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
Information received by medtronic indicated that the insulin pump had a multiple insulin pump error alarms. Customer was assisted with clearing the alarm. Customer was able to successfully clear the alarm. Customer did not receive request to insulin pump rewind. Customer stated that they performed self test and insulin pump did not pass it. No harm requiring medical intervention was reported. The device will be returned for analysis.

Manufacturer narrative:
Retainer ring = black. Pump was returned for pump errors 68, 49, 27 alarms and an alleged device test failed found on 24-jan-2022. The pump passed the displacement test, active current test, and self test. The pump failed the sleep current test. Test p-cap and reservoir locked properly into reservoir compartment during testing. No pump error 68, 49, and 27 alarms noted during testing. Pump's history and trace files downloaded successfully using thus software. Pump error 68 was present in pump history files and traces on event date of 24-jan-2022 at 1:15 pm. Pump error 49 was present in pump history files and traces on event date of 24-jan-2022 at 1:16pm. Pump error 27 is not present in pump history files and traces. The power management graph confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) was in spec. Pump was cut open to perform visual inspection and found physical damage on the electronic assembly, and corrosion within the battery tube. The following were noted during visual inspection: scratched case, pillowing keypad overlay, and corroded battery tube. Device test failed was confirmed. Pump error 27, 49, and 68 was not confirmed during testing. Physical damage was found on the keypad flex tail, vibrating motor, and lcd flex tail. High sleep current measurement due to problem on pcba 1. Problem isolated to electronic assembly. Medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.